Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and suture was used. Prior to using on the patient, a strand of hair was found inside the sealed package. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The evaluation found a hair strand that crosses the sealing region of the envelope. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.